Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6)2010. During the procedure, the threaded part of the steinmann pin fractured as the surgeon was backing it out of the patient. The surgeon had to utilize radiograph to locate the pin and retrieve it from the patient. The pin was successfully retrieved and the procedure was completed without injury to the patient or significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number needed to review device history records was unavailable.the user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report submitted (B)(4) 2010.